Event description:
Subsequent to the previous medwatch report, the additional information was obtained: this event is a duplicate of the event submitted under manufacturer report number 2024168-2019-01584.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Subsequent to the previously submitted medwatch report, additional information indicates this is a duplicate of a previously filed complaint submitted in medwacth report manufacturer report number 2024168-2019-01584. There remains no indication of a product quality issue with respect to manufacture, design or labeling. H6: patient code 2511 removed.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. It is currently unknown if the device will be returned for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This report is being filed due to the atrial septal defect, requiring intervention. It was reported that on (B)(6) 2019, two mitraclips (cds0503 80327u123, and cds0503 unk lot) were implanted, reducing the functional mitral regurgitation from grade 4 to grade 1. On (B)(6) 2019, echocardiogram noted the mr was grade 1 (mild); however, on (B)(6) 2019, echocardiogram noted the mr had increased to moderate. The clips were noted to be well attached to both leaflets and functioning as expected. Fluid volume overload was noted and the recurrent mr was attributed to the volume overload and not related to the implanted clips. On (B)(6) 2019, a cardiac transeptal catheterization was performed for watchman implantation and atrial septal defect closure. No additional information was provided regarding this issue.